Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported that the device was implanted due to parkinson's disease. The device was auto starting on (B)(6) 2015, this was a suspected device issue. On (B)(6) 2015 the patient's hands were shaking. A reprogramming was requested. There was a 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. If additional information is received, a follow up report will be sent.